Manufacturer narrative:
One cadd ms3 pump was returned for analysis due to an error. Functional an visual testing was performed to test the device. The customer stated problem was verified. During power up, the screen showed an error code 121 which indicated a problem with the microprocessor board. Testing was performed with new battery and during attempted to run test, it alarmed battery depleted. Further investigation determined that a faulty microprocessor board is the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited alarm for battery depletion. It was also reported that new batteries were used but the alarm persisted. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Additional information received on complaint of cadd ms3 slate grey 7400 pump of alarmed for battery depleted. Used new batteries still alarming. Customer response revealed details to event and will be summarized.

Manufacturer narrative:
Additional information received on a smiths medical cadd ms3 pump with complaint of alarm for battery depletion. The event did not occur during patient use of device. A male with initials fw did not have any adverse events related to issue. Issue occurred on (B)(6) 2020. Patient date of birth (B)(6) 1968. Device has been received a manufacturing and awaiting investigation.